Event description:
The customer reported that the left monitor on the 8800 system was not working during attempts to x-ray. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. A battery was replaced. The system operates as intended.